Manufacturer narrative:
A DHR review concluded that lot 12391719 was manufactured in accordance to product specification. A review of the complaints database concluded there were no similar complaints report for this lot. A visual examination revealed several small bumps on the catheter of the device. A functional test was done where a guidewire was passed through the catheter of the device with no restriction. An inflation device was used to attempt to inflate the balloon however a small circumferential tear was noted on the balloon portion of the device indicating the balloon had burst. Originally it was reported the balloon slowly lost pressure and did not burst however this is inconsistent with the investigation finding. This is now a reportable event. The most probable root cause of this event was determined to be operational context.

Event description:
It was reported to boston scientific that a maxforce biliary balloon dilatation catheter was used during a dilatation procedure in the pancreatic duct performed (B)(6), 2009 on a (B)(6) male patient. According to the complainant, during the procedure the balloon lost pressure due to a leak and contrast medium entered the pancreatic duct. Additional information received confirmed the balloon slowly lost pressure and did not burst. Investigation results revealed a small circumferential tear in the balloon portion of the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be stable.